Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows d.2.b medical device type: jka d.2.a common device name: tubes, vials, systems, serum separators, blood collection investigation summary: bd did not receive any samples or photos for investigation. However, ten retained samples were visually inspected, and no cracked female luer adapters were found. The device history records were reviewed with no issues being identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. While bd did not confirm this complaint for the indicated failure mode of damaged/cracked luer, bd has initiated further root cause investigation relating to the issue of damaged/cracked luer through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, blood leaked from a crack in five (5) devices. No adverse impact was reported regarding the patient or user.